Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) who reported the following values. Left side 3.0 volts, pulse width, 150us, rate, 150 hertz, therapy impedance values 318 ohms. Right side: 3.0 volts, pulse width 90us, rate 150 hertz, therapy impedance 1,303 ohms. Estimated longevity to elective replacement indicator (eri): 15.17 months. Estimated longevity to end of service (eos): 18.17 months. There were no patient symptoms or further complications anticipated.